Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was attempted to be implanted with an impella cp device for mechanical circulatory support. The impella could not be positioned in the ventricle because of the kinking and stenosis in this area. The insertion was aborted due to unexpected non-visible anatomy in bifurcation. The patient survived the procedure.